Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's atrial lead exhibited noise when manipulated. Atrial lead is pacing in the ventricle with a pacing spike on the t-wave. It was also noted that the atrial lead thresholds were seen along with events of safety pacing. The lead remains in use. No patient complications have been reported as a result of this event.